Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device could not be conducted since the device was not returned for evaluation. The complaint sample is not available to be returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that the blade had broken plastic pieces in the package.